Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was "high"; although a specific value was not provided. Customer delivered a correction injection and used current pump to address bg. The customer reverted to an alternate method of insulin therapy.